Event description:
There was a presentation on hero graft at the (B)(4) meeting on (B)(6) 2013. Dr. (B)(6) presented his use of the device in relationship to his procedure to add a vascular conduit to a completely occluded patient. One patient passed 17 months post surgery. It was not mentioned that the patient's expiration was attributed to the hero graft, but additional information is pending.

Manufacturer narrative:
The MFR report number on the initial report was incorrectly listed as 3006945-2013-00028. The correct number is 3006945290-2013-00034.